Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital after receiving vibratory patient notification alert. Patient was experiencing palpitations. Device malfunction was suspected. Premature battery depletion was noted upon device interrogation. Device was explanted and replaced. Patient tolerated the procedure well and was doing well.